Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. In addition, several cuts in the insulation and a kinked fixation helix were observed. As the root cause of the observed damages, mechanical forces applied during the explant procedure should be taken into consideration. Further inspection showed approximately 16 cm distal to the is-1 connector pin in the region of the suture sleeve a 360 degree deformation of the outer conductor coil and a squeezed lead body. It is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 27 months, atrial oversensing was reported.